Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump¿s buttons sometimes did not work. Customer¿s blood glucose was unknown at time of incident. Customers stated that insulin pump had crack in case. Insulin pump will be returned for analysis.